Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 ¿ device not returned. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available.

Event description:
It was reported by patient that they underwent a strabismus surgery in (B)(6) 2018. Even six years later after surgery, their eye remains irritated by one suture. As per the cataract surgeon, the area around the suture was inflamed and after numbing their eye, he clipped the offending suture. Over the period of six years, he has had to repeat this procedure at least five times. The surgery is again beginning to irritate my eye. According to both surgeons, there are inflammatory reactions by many of their patients to this suture. Patient will undergo surgery to remove this single suture. No additional information was provided.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6 health effect - impact code. Additional information was requested, and the following was obtained: again, my surgeon suggested I contact you. I do not have answers to all of these questions. Dr. Replied via email to me that she doesn¿t have the lot, serial or batch number for the suture packet. Please see my responses below. Please provide information requested below for each patient/event. - what are the procedure name(s) and date(s)? Strabismus surgery right eye 12/ - can you identify the lot numbers and product code of the product that was used? - what is the quantity involved per procedure. There was only one mersiline suture in my right eye. - was there any alleged deficiency with the suture? No. - could you please confirm if there was a prescription for steroids or antibiotics for the patient's recovery? Yes if yes, please provide medication name, route and dose. Antibiotic drops and prednisone drops. The surgeon will know the exact names/ dosages. - was there any medical or surgical intervention performed (product removed; re-operation; re-suturing; re-closure; drainage)? If so, please specify. On (B)(6) 2024, dr will surgically remove the one mersiline suture. - what is the most current patient status? No irritation currently but it is intermittent. - please provide the source or name and title of external person providing answers to follow-up. Patient is submitting these answers to the best of her ability. - please confirm if the devices are available for product return. If yes, please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. N/a.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was provided from patient: initially, my surgeon prescribed, prednisone drops but they provided no relief. And due to the contraindication of raised eye pressure they are not recommended for long-term use. My surgeon was unable to resolve the irritation in my eye, so I went to see my world-renowned cararact surgeon. He told me the area around the suture was inflamed and after numbing my eye, he clipped the offending suture. Over the period of six years, he has had to repeat this procedure at least five times! I have probably spent $400 trying to rectify this situation! He recommended I return to the original surgeon so she could examine my eye. The surgery is again beginning to irritate my eye. This has been a very frustrating process. Both surgeons tell me that there are inflammatory reactions by many of their patients to this suture. I regret that my strabismus surgeon chose to use this suture. My next course of action is to undergo surgery again to remove this single suture.